Manufacturer narrative:
Investigation has been completed on smith medical cadd-legacy. Device under went routine testing. Event log opened and verified complaint of alarm 1720 and the alarm was duplicated during testing. This was isolated to the back up capacitor requiring replacement. Once device repaired, the testing passed all functional and delivery tests. Unknown cause of event.

Event description:
Holdinformation received a smith medical cadd -legacy 6400 alarmed 1720 code. Event occured during testing and no patient adverse events. Evaluation of device completed and will be summarized in h 10.